Event description:
A healthcare facility in china reported that the water trap of a rt225 infant bias flow breathing circuit was found damaged during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject rt225 infant bias flow breathing circuit was not returned to fisher & paykel (f&p) healthcare new zealand for evaluation as the healthcare facility discarded the device. Our investigation is therefore based on the information and photographs provided by the healthcare facility, and our knowledge of the product. Results: review of the provided photographs confirmed that the spring of the water trap was detached from the shaft and became loose. There was no visible damage on the shaft based on the provided photograph. Conclusion: the subject device was requested for investigation, however the customer reported that it was not available for investigation. Without the return of the subject device, we are unable to determine the cause of the reported event. All rt225 infant bias flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant bias flow breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - check all connections are tight before use.

Manufacturer narrative:
(B)(6). The subject rt225 infant bias flow breathing circuit has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that the water trap of a rt225 infant bias flow breathing circuit was found damaged during patient use. There was no patient harm reported.